Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A literature case study was reviewed regarding subacute in-stent thrombosis after carotid artery stenting in a patient with gene polymorphisms associated with aspirin and clopidogrel resistance. Multiple manufacturer¿s devices were used in the case study. The following medtronic devices were used: protege rx, spider fx, submarine-rapido, solitaire fr. The document does not explicitly mention any deaths within the study population. Among patient adverse events included: in-stent thrombosis, occlusion, hypoperfusion, cerebral infarcts, resistance to antiplatelet therapy, drowsiness, gaze to the left side, mixed aphasia, increased muscular tension, reduced muscular strength in right limbs and hospitalization. Left carotid artery stenting (cas) was performed with a 7×40mm protege rx sent after seven days of oral administration of aspirin (100mg/day), clopidogrel (75mg/day) and rosuvastatin (20mg/day). Cas surgery was finished without any complications. No plaque protrusion was detected by postoperative angiography. After surgery, preoperative medications were continued. 39 hours after the cas procedure, symptoms such as drowsiness, gaze to the left side, mixed aphasia, increased muscular tension and reduced muscular strength in right limbs were noticed. Hemorrhage was ruled out by emergency cranial CT. Head and neck cta revealed complete occlusion of the left ica (c1-c5 segments) and near-complete occlusion of the left middle cerebral artery (mca) (m2-m3 segments). Cranial CT perfusion (ctp) showed a large hypoperfusion area in the left frontal, parietal and temporal lobes. Emergency cerebral angiogram revealed in-stent thrombosis. Endovascular treatment was recommended. Following the right femoral artery puncture, an 8fr non-medtronic guide catheter was placed at the end of the left common carotid artery (cca) and a non-medtronic microcatheter was placed through in-stent thrombus to the c3 ica location. Microcatheter angiography showed that the distal c3 segment of the left ica, the left anterior artery and the left mca were basically unobstructed. The microcatheter was retreated to the middle c1 segment and microcatheter angiography showed a long thrombus within the middle and end of c1 segment of ica. After removal of the microcatheter, a 4mm spider fx embolic protection device was placed in the c2 segment crossing with a non-medtronic guidewire. Guide catheter angiography showed a small amount of blood flow through the occlusive segment, a large thrombus shadows in the rear one-third of the stent, and the thrombus extended backward about 50mm. Guide catheter-directed thrombolysis using urokinase (150,000 iu in 20min) was performed. Repeat angiography showed the forward blood flow was slightly improved, the in-stent thrombus was somewhat reduced, while the load and length of floating thrombus were basically same as before. Next, a 4×20mm submarine-rapido balloon catheter was led to the occlusion of the stent and expanded by 6atm, and an 8fr non-medtronic guide catheter was then delivered to the end of c1 segment by relay-balloon technique for thrombus aspiration. A thrombus of about 30mm was aspirated. No debris was noticed in the aspirated blood and in the filter of the retrieved protection device. Subsequent angiography showed the blood flow in the ica was completely restored. The guide catheter was retreated to the cca under the protection of the embolic protection device. Angiography showed that the blood flow of the ica and its branches was unobstructed with only a few mural thrombus left in the c1 stent. Guide catheter-directed thrombolysis using urokinase (50,000 iu in 10min) was performed again. 20min later, angiography showed that the mural thrombus was basically cleared. Three days after surgery, cranial MRI showed multiple fresh cerebral infarcts in the left frontal, temporal, parietal, insular cortex, as well as in left centrum semiovale. With the current antiplatelet therapy, the patient¿s symptoms were gradually recovered and he was discharged from hospital fifteen days after hospitalization. At 90-day and 13-month follow up, the patient recovered well and reported no ischemic event.